Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the event was unknown. On an unknown date, the patient began treatment with vancomycin injection (1g) and amikacin injection (500mg) for peritonitis. On an unknown date, treatment was discontinued and the patient was recovered from the event. On an unreported date, pd therapy was placed on hold and the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.